Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels close to 500 mg/dl. The mother stated that the customer has continued to experience high blood glucose levels and no delivery alarms since the hospitalization and would like the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.